Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and a low event. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported that he was hospitalized due to a low event. Patient reported blood glucose (bg) comparisons values for cgm was 120mg/dl, and the bg meter value was 231 mg/dl. The patient did not report any medical intervention required for this inaccuracy. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.